Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation at the third-party service center, a high priority alarm condition was observed. There was no event log available for review. The device's system board, machine flow sensor and buzzer were replaced to address the issue.